Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture. The physician waited for a lower capture threshold and then released the device. It was then noted that the patient experienced ectopy. Additionally, throughout the procedure the lp exhibited intermittent loss of telemetry. It was noted the lab had significant noise interference. Programming changes were performed and the implant was completed. The patient experienced symptoms of palpitations post procedure but was stable.